Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated patient temperature (pt) continues to increase and water temperature (wt) was not dropping. Patient temperature (pt) was 38.3c, targeted temperature (tt) was 37c, water temperature (wt) was 32.5c, they already had arctic sun device in manual control at 4c. Guided to diagnostics, system hours 3471, pump hours 3221, chiller temperature (t4) was 3.2c, mixing pump command (mpc) was 100 percentage. Stated there have been no alerts/alarms on this device. They will replace this device and send to biomed to have the mixing pump tested with tech support tomorrow sn # (B)(6).

Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. It was reported that the nurse stated water temperature (wt) was not dropping. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use under baw2800261 rev 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. No additional actions can be taken. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated patient temperature (pt) continues to increase and water temperature (wt) was not dropping. Patient temperature (pt) was 38.3c, targeted temperature (tt) was 37c, water temperature (wt) was 32.5c, they already had arctic sun device in manual control at 4c. Guided to diagnostics, system hours 3471, pump hours 3221, chiller temperature (t4) was 3.2c, mixing pump command (mpc) was 100 percentage. Stated there have been no alerts/alarms on this device. They will replace this device and send to biomed to have the mixing pump tested with tech support tomorrow sn # (B)(6).

Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. Patient temperature (pt) was 38.3c, targeted temperature (tt) was 37c, water temperature (wt) was 32.5c, they already had arctic sun device in manual control at 4c. Guided to diagnostics, system hours 3471, pump hours 3221, chiller temperature (t4) was 3.2c, mixing pump command (mpc) was 100 percentage. Stated there have been no alerts/alarms on this device. They will replace this device and send to biomed to have the mixing pump tested with tech support tomorrow. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated patient temperature (pt) continues to increase and water temperature (wt) was not dropping. Patient temperature (pt) was 38.3c, targeted temperature (tt) was 37c, water temperature (wt) was 32.5c, they already had arctic sun device in manual control at 4c. Guided to diagnostics, system hours 3471, pump hours 3221, chiller temperature (t4) was 3.2c, mixing pump command (mpc) was 100 percentage. Stated there have been no alerts/alarms on this device. They will replace this device and send to biomed to have the mixing pump tested with tech support tomorrow sn # (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated patient temperature (pt) continues to increase and water temperature (wt) was not dropping. Patient temperature (pt) was 38.3c, targeted temperature (tt) was 37c, water temperature (wt) was 32.5c, they already had arctic sun device in manual control at 4c. Guided to diagnostics, system hours 3471, pump hours 3221, chiller temperature (t4) was 3.2c, mixing pump command (mpc) was 100 percentage. Stated there have been no alerts/alarms on this device. They will replace this device and send to biomed to have the mixing pump tested with tech support tomorrow sn # (B)(6)..